Event description:
This ICD was explanted electively and returned as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion mfg lyra model ICD's. This device was explanted in 2002.